Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally edited their personal profile settings for basal rate and correction factor. Customer's blood glucose level was 130 mg/dl. Tandem technical support advised customer to consult with healthcare provider to confirm correct settings.